Event description:
It was reported that the procedure was to treat the distal right coronary artery with mild calcification, mild tortuosity and 90% stenosis. The 3.5×12mm nc trek neo balloon dilatation catheter (bdc) was prepped per instructions for use and advanced for pre-dilation. The balloon was inflated once to 10 atmospheres for 5 seconds when a rupture occurred. Rotational atherectomy was then performed. A new 3.5x12 nc trek neo bdc was used to continue the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the mildly tortuous and mildly calcified anatomy such that the balloon became damaged and subsequently ruptured during inflation. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.